Manufacturer narrative:
Date sent: 12/02/2008. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 5 conforming clips, and the advancer bypassed 2 clips causing pear shaped clips; it was cycled again and 2 conforming clips were formed, another advancer bypass issue was noted causing a pear shaped clip and lastly one conforming clip was fed. The instrument then locked out as intended. Additionally, sticking issues were noted during testing. It could not be determined what may have caused the advancer bypass and sticking issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device scissored clips and the positioning of the clip seemed to be a little back from where they thought the clip would be when fired. Another device was used to complete the procedure. There was no adverse consequence to the pt.